Event description:
It was reported that high out of range shock impedances have been noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) for the last year. Technical services (ts) reviewed the data and noted an abrupt change in pacing impedances on the rv lead, and noise. Ts recommended provocation maneuvers and further troubleshooting. This ICD remains in-service at this time. No adverse patient effects were reported.